Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l80788, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
It was reported that the patient was suffering but didn¿t wish to go into details. She had been suffering for two months because she had no drug in her pump. For the past two months, she had also been depressed and in pain. It was also reported the patient had been in withdrawal for ten days and lost forty pounds. The pump had reportedly malfunctioned and the patient had gone into withdrawal. The ¿meds¿ and withdrawal made it hard for the patient to establish a timeline for the events. It was then noted when the patient¿s pump would get down to 2.2ccs, she would go into withdrawal, even though her health care provider (hcp) told her it was not possible. The hcp had taken the drug out of her old pump and put it in her new pump it was also noted. He reportedly only put 12ccs of drug in her 40ml pump. The patient reportedly became very escalated. The patient no longer had a current managing hcp. The patient had left her hcp¿s practice not on good terms and had missed a refill because she was 2 minutes late and was instead sent home. The device system had been previously used to deliver fentanyl. Further information including the patient¿s outcome was not provided. Additional information has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer regarding delivery of fentanyl (22mcg/day) in a pain pump indicated the catheter twisted (1.5 years ago). All oral medication was taken away from the patient (15 years of methadone). The patient was sick for 4 months, went into withdrawal when the "tubing all twisted." At that time, the patient was discharged with "no shoes, pajamas, money, or transportation." The pump was subsequently replaced (per device implant query, (B)(6) 2015). Additional information was requested from the managing hcp regarding details around the catheter twist, pump replacement, actions/interventions required, and patient outcome.